Event description:
A report was received stating that three of the t-fastener sutures broke during a procedure. Additional information received on (B)(6) 2015 stated the incident occurred as the health care professional was dilating the stoma upon initial placement of the device. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in progress. Upon completion of the investigation, a follow up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
According to the device history record for lot number aa4328r08 the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received stating that three t-fastener sutures from one kit broke during the procedure. Additional info was received on 02/18/2015 stating the incident occurred as the health care professional was dilating he stoma upon initial placement of the device. No injury occurred.